Event description:
The customer reported that in the middle of a case, the unit alarmed additive pump error when flowing to the table. No complications were reported. The unit was changed out and the case was finished without further incident. Field service is traveling to the account. Product code 5001000.